Manufacturer narrative:
The reporter has declined to provide abbvie further information regarding event, product, or patient details. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "catheter cannot be pushed out normally" prior to implantation. Device did not make patient contact. No eye injury reported.